Event description:
It was reported that approximately two and half months post a port placement, the port was allegedly unable to be flushed. It was further reported that the port allegedly had suction issue. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. D4 (expiry date: 09/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two and half months post a port placement, the port was allegedly unable to be flushed. It was further reported that the port allegedly had suction issue. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported flushing difficulty and suction issues, as no objective evidence was provided for review. However, the investigation is confirmed for the identified improper procedure issue as it has been about 2.5 months since they tried flushing. Although the definitive root cause for the reported suction issues could not be determined based upon available information, the root cause for the improper procedure issue was determined to be use error. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instructions for use states that: flushing volumes: when port not in use- 5 ml sterile normal saline every 4 weeks h10: d4 (expiration date: 09/2024), g3, h6 (device, method.) H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.